Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented via merlin@home transmission with non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing. Patient did not receive therapy during the oversensing. Programming changes were made.